Manufacturer narrative:
Product complaint # (B)(4). Investigation summary =no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot = the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for persistent discomfort in both knees. Posterior stiffness and pain. Pain is bilateral but worse in the left. Event is not serious and is considered moderate. There is a remote possibility that the event is related to device and is possibly related to procedure. Date of implantation: (B)(6) 2020, date of event (onset): (B)(6) 2021, (left knee). Treatment: left knee was aspirated and sent for synvasure to rule out infection. No arthrofibrosis noted. Left knee is stable. No treatment reported for the right side.